Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.